Event description:
This medtronic rv lead was implanted in an unknown date and still remains implanted at this time. Several ventricular tachycardia and non ventricular tachycardia episodes were registered. It was noted on (B)(6) 2017 that the electrocardiogram of these episodes showed noise. The physician was unknown at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).